Event description:
It was reported that the device stopped working after collecting an unknown amount of blood and y-connector came off. None of the collected blood was able to be re-infused. There was no exposure due to the y-connector falling off. The surgeon used a back up device to continue with the collection and re-infusion. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.